Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00079 on 05/20/2016 for a (B)(6) advia centaur xp hbsag ii patient result. On 06/24/2016 correction: there was a advia centaur xp hbsagii reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.

Manufacturer narrative:
The cause for the non reproduced initially reactive advia centaur xp hbsagii result compared to (B)(6) repeat results is unknown. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Pre-analytical factors or sample issue may be an contributing factor. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further investigation is required.

Event description:
A non reproduced (B)(6) advia centaur xp hbsagii (hbsii) result was obtained by the customer on a patient sample and the result reported. The customer performed repeat (B)(6) testing on a second aliquot sample from the same patient and the result was (B)(6). Both test samples were sent to an alternate laboratory and tested with an alternate (B)(6) test method and the results were (B)(6). A corrected (B)(6) report was issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsagii assay result.